Manufacturer narrative:
Concomitant medical product: d314trg crt-d implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high and undefined impedance on the left ventricular (lv) lead. High thresholds were also observed. The lead was reprogrammed and was subsequently capped and replaced. No patient complications have been reported as a result of this event.